Event description:
A call to technical serves was made on 4/19/2013 stating that this lead was suspected to be fractured as observed during generator change and to have experienced noise, loss of capture on the lead and syncope on the patient. The caller was notified and during check all numbers were good and no noise until the patient pushed up out of chair with right hand (left sided implant), then noise appeared on electrogram and there was loss of capture. At implant impedance was around 330 ohms. Must have been the movement of chest muscles that elicited an exacerbation of an impending fracture. This lead was implanted on (B)(6) 2005 and still in active use. The physician was dr. (B)(6) at east (B)(6) medical center in (B)(6). Additional information received on 4/29/2013 stating that this lead was capped due to fracture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).